Manufacturer narrative:
E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The drug eventually dried up and drug crystals were found near the fill port. This issue occurred before patient use. The device was filled with 3950mg fluorouracil in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-03242. All information can be found under manufacturer report number 1416980-2025-03242. Should additional relevant information become available, a supplemental report will be submitted.